Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. The set screw had abrasions on the rod contact surface that were not uniform across the center of the set screw. The results were inconclusive and no root cause could be determined. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends. Note that this MDR 3004774118-2016-00061 and MDR 3004774118-2016-00062 are from the same surgical case.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which a set screw was removed. The patient reportedly had a set screw backout approximately 5 months post-op. Revision surgery took place (B)(6) 2016.